Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indictor (eri) message. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: b5 and h6.

Event description:
Additional information received indicates the ipg had reached end of life, not nearing end of life (eri).

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.